Manufacturer narrative:
Additional information: h11: event history log revealed a fentanyl continuous infusion (1000mcg/100ml) was initiated at 14:46 and titrated throughout the day, reaching a dose of 200mcg/hr by 15:53. The infusion continued until 19:49, when the pump recorded an air in line alarm resulting in a pump stop. Multiple additional occurrences of ¿air in line!¿ alarms with corresponding pump stop and run events were observed between 20:50 and 20:55, requiring repeated user intervention. At 20:55, a user initiated stop was recorded, after which the infusion was not resumed and the pump subsequently entered inactivity and sleep modes. While multiple air in line alarms were documented in the history log, failure or performance of the air in line detection system cannot be determined from the ehl log.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "over -infused fentanyl" was not reproduced. Evaluation tested the pump for flow accuracy and the device passed the test. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined however, to ensure flow accuracy evaluation required to replace the m2&m3 springs. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump over-infused fentanyl during delivery, infusion ended early. There was no report of patient injury or medical intervention associated with this event. No additional information is available.